Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) incision was opened and drained. The patient was also kept on intravenous antibiotics post procedure. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.